Event description:
It was reported that a pt underwent an anterior colporrhaphy with an obturator sling procedure, cystoscopy, and posterior colporrhaphy with mesh in 2005. Undefined complication from the mesh developed soon after surgery and the mesh then was removed due to erosion on approx three months later.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.